Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction were identified during the device evaluation: cracks on the connector and dent on distal edge. Based on the results of the investigation, it is likely that the cause of the complaint was a component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video scope's image was dark in preparation for the use of an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the video scope's image was dark in preparation for the use of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.